Manufacturer narrative:
During device evaluation, the customer¿s allegations were confirmed; due to leakage there was corrosion from the electrical connector and on the ultrasonic connector. Additional findings other than the peeled coating on the connecting tube include the following: the angulation in the up direction was out of standards due to the worn angle wire; the aspiration quantity is out of standards due to the broken channel tube; the waterproof failure was due to the broken channel tube; due to the broken charged coupled device unit there was a black scratch on the image; and the number of ultrasonic elements exceeded the standard due to the broken ultrasonic cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer there was a leakage from the bending part of the evis lucera ultrasonic bronchofibervideoscope found during preparation for use. The intended procedure was diagnostic and was completed using a similar device. There was no procedural delay. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the coating on the connecting tube was peeled off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the connecting tube peeling was deterioration from handling of the device. Olympus will continue to monitor field performance for this device.